Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple of the same malfunction alarms occurred. Reportedly, the cartridge was reloaded, and insulin delivery was resumed however the malfunction alarm recurred.the customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.